Event description:
Pump trainer reported that customer was admitted to hospital for dka. Troubleshooting performed and pump seemed to be functioning as designed. Pump trainer stated that customer had stopped taking blood glucose levels 4 days prior to hospitalization. Pump trainer also reported that blood was present at site when customer admitted, and that alarm history was full of no delivery alarms. Customer inserts set manually but does not pinch up skin. Customer later reported that she had a bent cannula when the last set was removed, feels pain frequently, has a lot of brusing, and has scar tissue.